Event description:
Info received indicates the bed will not go into the trendelenburg.

Manufacturer narrative:
The tech found that the trendelenburg knob was cracked. He replaced the trendelenburg knob to repair the bed.